Event description:
New information received notes the right atrial lead also exhibited oversensing prior to the lead capping procedure on (B)(6) 2019.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise. The physician capped and replaced the lead on (B)(6) 2019. The patient was discharged post-procedure.